Manufacturer narrative:
Batch review performed on 29 april 2025. Lot 2112391: (B)(4) items manufactured and released on 09-nov-2021. Expiration date: 2026-10-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. The surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At about 3 years after the primary, the patient came in reporting lateral instability and the cause of the instability is unknown. The surgeon revised the liner (10 to 12 mm) for stability. The surgery was completed successfully.